Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 181 mg/dl. Customer unable to remove the set to examine the cannula due she was at work. Customer will change set as soon as possible. No further information provided.